Event description:
It was reported the pump was explanted and replaced due to inability to aspirate drug from the catheter access port and a volume discrepancy. 2 milliliters were expected, but the actual residual volume was 19 milliliters. X-rays were performed. The pump was being used to deliver morphine at 0.40 milligrams per day. The patient status at the time of the report was ¿alive- no injury.¿ the patient experienced pain at an unknown location. Additional information received 10 days later reported the catheter was explanted and discarded. A catheter access port test was done and no aspiration was possible. No dye test was performed. The catheter was not disconnected from the pump. The pump logs were not interrogated and a rotor study was not performed to exclude a pump malfunction. A refill was performed on (B)(6) 2013 with a daily dose of 0.35 milligrams. On (B)(6) 2013 the dose was changed to 0.4 milligrams per day. At the last refill on (B)(6) 2013 there were still 19 milliliters of morphine in the pump. At the time of this report the patient was okay and had effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.